Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was the transmitter and app were unable to establish a connection. Labeling indicates: the dexcom g6 mobile app is only compatible for select smart devices and mobile operating systems.